Event description:
It was reported the pt had too much blood thinner and had a hematoma form around the knee. Therefore,they had to go into the knee and wash out the clot. They took out a 16mm insert and implanted a 5 x 13mm cs triathlon insert. The reason for thickness reduction was due to the pt's multiple revisions and the excess scar tissue formation. Surgeon felt a similar insert was appropriate.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional info (x-rays, medical records, operative notes) was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.